Event description:
It was reported that the implant was removed due to the patient having pain at the implant site.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. No apparent signs of malfunction. The devices could not be functionally tested for the reported failure (pain). Patient was noted to have moderate density (type ii) bone. The reported device had been placed on tooth #19 for approximately 3 months. No pre-existing conditions were noted on the product experience report (per). X-ray and picture images were not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complainant reported that the implant was removed due to the patient having pain at the implant site. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.